Manufacturer narrative:
The returned device was evaluated. Evidence of an internal leak was found; its root cause was determined to be a punctured reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 20.2mmol/l (363.6mg/dl) with a strong rise of acetone while wearing the pod.